Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and rising. It was noted between (B)(6) 2015, the rv pacing impedance rose from 627 ohms to 2546 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated that during a follow-up check, the rv lead showed a high pacing threshold value. The physician is evaluating a lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.